Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified deformation, fold creases, wear abrasion, air voids between shell and gel, brown particles. And was observed after autoclave cycle: cloudiness in the gel. A weight test of the explanted material was completed and it was within specification. Microscopic analysis of the return device identified: partial delamination of orientation dot assessed as adhesive failure. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician, visual analysis reported: fold creases, deformation, wear abrasion, air voids between shell and gel, brown particles and weight within specification, after autoclave cycle: cloudy gel, and microscopic analysis reported: delamination of orientation dot assessed as adhesive failure. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.